Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and replaced breath delivery power distribution printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator lost power. There is no report of patient involvement.